Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. According to henke: the distal end was damaged and an optical component inside the endoscope was broken. Probably root cause for this failure is: the distal end was probably damaged during surgery by sharp instruments. The optical component was probably broken due to too strong forces which effected the endoscope. I assume, that the endoscope got hit or fell down by mistake. The device manufacture date is not known. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was blurry image.